Event description:
It was reported that an adverse event occurred. According to the patient, on approximately (B)(6) 2025, they experienced two fainting spells, resulting in hospitalization. The patient¿s coworkers contacted emergency medical services (ems). At an unspecified time of the event the cgm reading was 144 mg/dl and there was no bg taken. At the hospital the patient was treated for hypoglycemia (¿sugar replenishment¿) and additional tests, blood and cardiology assessment was performed. The hospital was asking if the equipment was defective. After analyzing the data, there was no hypoglycemia or any alerts/alarms that would explain why the patient had significant hypoglycemia. The patient was discharged on the same day. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was evaluated and the allegation was undetermined. A review of performance data shows that the patient entered a period of prolonged signal loss from 7:20 am to 5:40 pm on (B)(6) , 2025. The last estimated glucose value the patient received prior to start of the signal loss read 313 mg/dl, and the first egv the patient received after the signal returned read 157 mg/dl. Backfilled egvs from 2:40 pm are available; these backfilled readings were all in target range (ranging from 143 mg/dl to 162 mg/dl). There were no live or backfilled egvs of 144 mg/dl observed at any point around the alleged time of incident at 9:00 am, contrary to what the reporter stated. Attempts to clarify the time and details of the alleged incident with the reporter were unsuccessful. The reported complaint is thus undetermined. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).